Event description:
The inner jaw of the instrument completely separated from the outer jaw and was flapping around. Instrument was removed with extreme precaution to prevent jaw from completely detaching and falling in the patient. Instrument was only activated 5 times set on 3 bars. No injury or patient harm.